Manufacturer narrative:
(B)(6). The insertion device and a small bag containing the suture and distal tip of the anchor were visually evaluated. The insertion device did not appear to be visibly bent. The complainant indicated the patient¿s bone quality was normal and the site was prepped with a 3.8mm tapered awl. However, the tapered awl is only indicated for use in soft bone. Due to these observations no root cause related to the manufacturing process can be established. A review of the device history records was performed which confirmed no inconsistencies.

Event description:
During an arthroscopic rotator cuff repair procedure it was reported that the anchor broke when the surgeon hammered the handle. The broken piece was removed from the body. The procedure was completed with a back-up device. The same site was used for the backup device after the broken piece was removed. No patient injury or other complications were reported.